Event description:
It was reported that a spectrum pump alarmed upstream occlusion in the nicu care area. The customer stated that this occurred after a new IV container was being delivered and the medication was cold. It was also reported that there was no pt injury,.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval, and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.